Event description:
"The injection site port [clave] would not pop back out." The abbott affiliate specified that the set was not connected to a pt. Add'l info has been requested, but has not yet become available.